Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were hospitalized on (B)(6) 2020 to treat high blood glucose level 400 mg/dl and diabetic ketoacidosis. High blood glucose treated by insulin drip. Customer was experiencing nausea, vomiting and abdominal pain. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. Device will be retuned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. Device received with pillowing keypad overlay, serial number label fading, missing display window cover, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).